Event description:
Customer's nurse reported customer received an unspecific reading from their freestyle freedom lite meter. Customer's nurse believed it was a normal reading that they received but she was not able to provide the meter reading since the meter was not available at that time. Despite multiple attempts, adc customer services were not able to reach the customer to obtain the meter reading. Customer's nurse also reported customer experienced symptoms of hypoglycemia. Paramedics were called and they treated customer with glucagon. Customer was then transported to a health care facility where she was diagnosed with severe hypoglycemia and was given unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.